Event description:
It was reported that the pump battery intermittently depleted quickly. Customer's blood glucose ranged from 108-181 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.